Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose was in the 400 mg/dl and 500 mg/dl range. The have experienced hyperglycemia for the past month. During each instance of hyperglycemia, the customer would attempt to treat with multiple boluses. However, their blood glucose would remain elevated and they would treat via syringe. The customer believed that the insulin pump was under-delivering. Additionally, the reservoir compartment retainer ring was cracked. The reservoir was able to properly lock into place, but the customer was advised to discontinue usage of the device and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test. Insulin pump passed the dat at 0.08810 inches.